Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. A partial reset occurred on (B)(6) 2013. Wd reason: dclk edges, clkstop status, vdiffls status. Fw reason: pg event buffer overflow reset code 680501. Reset occurred on (B)(6) 2011, clkstop and pg event buffer overflow, 200501.

Event description:
It was reported that the device had a power on reset. A full restore occurred, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.